Manufacturer narrative:
Literature summary: transient aphasia exacerbation, which responded well to steroids and speech therapy.

Event description:
It was reported that following an ablation procedure, the patient experienced aphasia exacerbation. It was reported that the patient responded well to steroids and speech therapy. There was no additional information received in relation to this event. If additional information is received, a follow up report will be submitted.